Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After completing the transeptal (tsp) with the was sheath, heparin was administered and inserted the pigtail. A contrast image was taken, and the wds device size was chosen. The wds was prepped, and the pigtail was removed from the was sheath. Upon removal from the was sheath, it was noted that the was sheath was full of thrombus. All devices were removed and the physician started the procedure over with a new was double curve sheath. The procedure was successfully completed. There were no further patient complications reported and the patient was discharged the same day.